Event description:
It was reported that the patient "felt funny", and the right atrial (ra) lead measured low p-waves and showed oversensing. It was also reported that the right ventricular (rv) lead exhibited oversensing, and that lead-to-lead contact was suspected. Isometric testing could not duplicate the issues, and reprogramming was done for the rv lead sensitivity. Both leads remain in use. No patient complications have been reported as a result of this event.